Event description:
This lv lead was implanted on (B)(6) 1997 and was capped on (B)(6) 2018 due to erosion of the left upper quadrant rectus pacemaker. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).